Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. The sample appeared free of obvious usage residues and the sample was received with the safety mechanism not engaged. A partially circumferential split was observed at the junction between the luer adapter and the extension tubing. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were evident in the fracture surface. Deformation was observed at the corners of the split and the deformation was more severe on one side. The fracture features were consistent with fatigue failure caused by device manipulation. The uneven deformation suggested that torsional (twisting) stress contributed to the observed damage. The event description appeared to confirm that the sample was intentionally manipulated to failure. A lot history review (lhr) of rebx1896 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this device was removed from the supply cabinet for quality testing purposes; it was never used on a patient. After being manipulated for a few minutes, the distal end of the tubing where it attaches to the luerlock connector cracked.